Event description:
It was reported that the patient underwent coronary artery bypass on (B)(6) 2014 and suture was used. During the procedure, the needle broke while making a knotted suture through the patient's derma. The needle piece was retrieved. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection found that the needle exhibited amounts of intergranular and possibly some transgranular failure.